Event description:
It was reported that bd nano¿ 2nd gen pen needle was unable to deliver medication. The following information was provided by the initial reporter: it was reported needle clog during injection.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A complaint lot history check was performed on lot # 1012827 for needle clog. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.